Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown stem was reported. The event was confirmed through clinician review of the provided x-ray. Method & results:  -device evaluation and results: no product was returned for evaluation. However photographs were provided. The photographs show a recently explanted stem, head and liner. Tissue is visible inside the liner. The device appear unremarkable. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event represents a female patient dob (B)(6) 1935 whose date of implantation is listed as (B)(6) 2007 (approx.) And explantation (B)(6) 2020. The event description states: "...left hip revised due to a femoral periprosthetic fracture ... Hemi converted to a total hip ..." 3 unlabelled color photos of explanted, articulated, intact bipolar hip arthroplasty components. (B)(6) 2020 implant labels: 56 trident tritanium hemispherical shell, 3 screws, 42e mdm liner, 28/42 x3 insert, 17/155 rest. Mod. Stem, 21/+20 body, 28/+4 v40 biolox head. (B)(6) 2020 x-rays: appelvis, 2 ap left hip cemented left bipolar hip arthroplasty with comminuted periprosthetic femur fracture with intact prosthesis and varus displacement. 1 intra-op ap of long stem modular uncemented tha reduced. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no serial x-rays. The event description is confirmed by the x-rays, but insufficient data is presented to create a medical report for this case. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of periprosthetic fracture was confirmed through clinician review of the of the provided x-ray. The exact cause of the event cannot be confirmed as insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture. Possible cause or contributor for fracture unknown. A hemi hip was converted to a total hip. Rep confirmed there were no allegations against the hemi hip construct. The devices may be available for return, and the rep has pictures available relating to the event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture. Possible cause or contributor for fracture unknown. A hemi hip was converted to a total hip. Rep confirmed there were no allegations against the hemi hip construct. The devices may be available for return, and the rep has pictures available relating to the event.